Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported channels will disconnect with bumped into and turn off. This was reported to bd representatives during site visit. Bd clinical practice consultant encouraged them to be sent to biomed for evaluation when they have a channel disconnect. There was no information on patient involvement.